Event description:
Non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was damaged. Back up lens was used. There was patient contact, procedure was completed and product is available for return. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Two segments of the iol received in the iol case. Solution is dried on both surfaces of the remaining optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic segment is torn/split-cut dividing the iol in two, bent and scratched/marked-rejectable. Additional information: the complainant indicates the use of non company ovd as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).